Manufacturer narrative:
Pending evaluation. Concomitant devices: - (cn: unk, sn: unk) 28mm cocr head. - (cn: unk, sn: unk) 46mm gxl liner.

Event description:
As reported, approximately 19 months postop the initial tha, this (B)(6) y/o female¿s right hip was revised due to the cup was very retroverted. The cup was to retroverted and was impinging and causing pain. Patient was last known to be in stable condition following the event. Not very much information, per was not in attendance. Due to hospital policy we are unable to return explants.

Manufacturer narrative:
Section h10: (h3) the evaluation noted that the revision reported was likely the result of the acetabular cup loosening, which allowed for the cup to move into retroversion, leading to the reported impingement and pain. The loosening may have been related to polyethylene wear and subsequent osteolysis, as reported by the sales representative. However, this cannot be confirmed because the components were not returned for evaluation. (D11) concomitant devices: 130-28-50, sn (B)(6), gxl neutral liner, 28mm ID, group 0. 142-28-07, sn (B)(6), cocr femoral head, 28mm, +7 offset.